Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program for assistance with her patient¿s arterial line. The patient had been transferred from an outside hospital (B)(6), and the arterial line was erratic, showing significant artifact and inaccurate readings. No patient harm was reported.